Event description:
It was reported that this was an arteriotomy closure of common femoral artery with a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, when the plunger was removed in step 3, the suture separated. The device was removed, and the knot was noted to be untied. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.